Manufacturer narrative:
Final analysis found that both the proximal and distal insulations were damaged at 21 cm from the helix. A damaged distal insulation could create a short between distal and proximal coils.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that less than 200 ohms unipolar lead impedance was exhibited. Unipolar atrial capture threshold was 1.25 v at 0.5 mv. There was noise on the lead which could not be reproduced in the clinic. The lead was replaced.